Manufacturer narrative:
Qn# (B)(4). The customer provided one video for analysis. The video demonstrates the customer attempting to remove the guidewire from the catheter. The guidewire appears to be stretching when being pulled, which is an indication of unraveling. The customer also returned a single guidewire and 2-lumen hemodialysis catheter for evaluation. The guidewire was returned threaded through the catheter. Obvious signs of use were observed on the components. Visual examination revealed that the guidewire is unraveled from the proximal weld and contains multiple kinks along the body. The guidewire distal j-bend is misshapen but intact. The returned catheter shows evidence of use and one kink. Microscopic examination of the guidewire confirmed that the core wire is broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. The guidewire was carefully removed from the catheter prior to dimensional analysis. The kinks in the guidewire body were measured at 230mm, 260mm, and 352mm from the proximal tip of the core wire. The broken core wire measured 682mm in length, which is within the specification of 678mm - 688mm per the guidewire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guidewire measured 0.84mm, which is within the specification of 0.838mm - 0.877mm per the guidewire product drawing. The kink in the catheter body was measured 170mm from the juncture hub. The catheter body length measured 214mm, which is within the specification of 207mm - 227mm per catheter product drawing. The outer diameter of the catheter body measured 4.05mm, which is within the specification limits of 3.96mm - 4.06mm per catheter extrusion product drawing. The inner diameter of the catheter tip measured 1.016mm, which is within the specification limits of 0.97mm - 1.04mm per the catheter product drawing. A lab inventory guidewire with the same diameter as the returned guidewire was inserted through the catheter. Slight resistance was observed at the location of the kink; however, it was able to pass completely through the undamaged portion with no issue. Functional testing of the returned guidewire could not be performed due to the damage. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guidewire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guidewire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guidewire and catheter met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2025, the doctor found swg was difficult to remove from the catheter during use on the patient." The user changed to a new one to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "(B)(6) 2025, the doctor found swg was difficult to remove from the catheter during use on the patient." The user changed to a new one to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one video for analysis. The complaint of the guidewire being difficult to remove from the catheter was able to be confirmed by the video, which shows the customer trying to remove the inserted guidewire from the catheter. The guidewire appeared to be stretching in the video, which suggests it is likely unraveled. However, a complete visual inspection to determine the nature and cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, the doctor found swg was difficult to remove from the catheter during use on the patient." The user changed to a new one to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".